Manufacturer narrative:
Additional information: g1 address, h6, h10. G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was further described as "leak on the cart under the device". This occurred during dwell three of four of automated peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient to end the therapy session and disconnect aseptically. Rts advised the patient to continue therapy with manual supplies or start over with new supplies. Rts advised the patient to contact their registered nurse to advise of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.